Manufacturer narrative:
Corrected: h6. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported patient's both leads had migrated as well as the right lead was fractured and had high impedances. Surgical intervention was undertaken wherein the entire system was explanted to address the issues.

Manufacturer narrative:
Date of event is estimated.